Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed moisture and keypad was unresponsive. The customer¿s blood glucose level was 201 mg/dl at the time of the incident. Customer reports they were unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to confirm button error alarm or perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display. Also, moisture damage found on the electronic assembly, motor and force sensor. No moisture damage on the keypad noted.